Manufacturer narrative:
Reportedly the device migrated posteriorly. Device was not returned for evaluation as it remains in the patient. Date of surgery was not provided. Plan for revision is unknown. No further investigation can be performed. Unknown factors include: patient activity at the time or prior to the event, the degree of spinal instability, patient compliance with postoperative care instructions, or if the patient sustained a fall/impact of any sort. Root cause is unknown.

Event description:
During routine follow up, reportedly the plif interbody cage migrated post-operatively. Radiograph images depict the interbody partially out of the disc space posteriorly. Plan for revision is unknown. Surgical information and patient status requested and not received. No further information of event detail received.